Event description:
It was reported that for the past several months, there was oversensing of ventricular beats that looked like possible noise on the stored strips. It occurred at various times of the day, mostly during waking hours. The leads had normal thresholds, impedance, and sensing. Electromagnetic interference was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2009. (B)(4).